Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of gastrointestinal injury ("left-side essure device had perforated the small intestine"), device dislocation ("right-side essure device had migrated/ left-side essure device had also migrated") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations, sinus tachycardia and oedema. Concurrent conditions included obesity. Concomitant products included fluticasone, phentermine and topiramate. On (B)(6) 2015, the patient had essure inserted. In january 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, 2 months 23 days after insertion of essure, the patient experienced the first episode of gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("expulsion of essure device"), the second episode of gastrointestinal injury ("perforation (other): small bowel"), genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("severe pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (procedure to remove a portion of small intestine) and surgery (endometrial ablation). At the time of the report, the device dislocation, device expulsion, the last episode of gastrointestinal injury, genital haemorrhage, pain, bladder disorder, urinary tract disorder, fatigue, weight increased, alopecia, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, device dislocation, device expulsion, fatigue, genital haemorrhage, pain, urinary tract disorder, weight increased, the first episode of gastrointestinal injury and the second episode of gastrointestinal injury to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff was admitted for an endometrial ablation and tubal ligation. During the procedure, it was demonstrated that the left-side essure device had also migrated and perforated the small intestine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, reporter information, other relevant history, product information, concomitant drugs and events-expulsion of essure device, perforation (other): small bowel, bladder or urinary problems or changes, bladder or urinary problems or changes, fatigue, weight gain, hair loss, stomach pain, abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("left-side essure device had perforated the small intestine/small bowel"), device dislocation ("right-side essure device had migrated/ left-side essure device had also migrated") and genital haemorrhage ("abnormally heavy bleeding") in a 43-year-old female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included palpitations, sinus tachycardia, oedema and diabetes. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included obesity and hypertension. Concomitant products included fluticasone, phentermine and topiramate. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, 2 months 23 days after insertion of essure, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), pain ("severe pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (procedure to remove a portion of small intestine) and surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the gastrointestinal injury, device dislocation, genital haemorrhage, device expulsion, pain, bladder disorder, urinary tract disorder, fatigue, weight increased, alopecia, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, device dislocation, device expulsion, fatigue, gastrointestinal injury, genital haemorrhage, pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff was admitted for an endometrial ablation and tubal ligation. During the procedure, it was demonstrated that the left-side essure device had also migrated and perforated the small intestine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Concomitant, historical condition and historical drug added. New event "she did not undergo essure confirmation test", was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('left-side essure device had perforated the small intestine/small bowel'), device dislocation ('right-side essure device had migrated/ left-side essure device had also migrated') and genital haemorrhage ('abnormally heavy bleeding') in a 43-year-old female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included palpitations, sinus tachycardia, oedema and diabetes. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included obesity and hypertension. Concomitant products included fluticasone, phentermine and topiramate. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), pelvic pain ("severe pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and sepsis ("sepsis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and procedure to remove a portion of small intestine). Essure treatment was not changed. At the time of the report, the gastrointestinal injury and fatigue had not resolved and the device dislocation, genital haemorrhage, device expulsion, pelvic pain, bladder disorder, urinary tract disorder, weight increased, alopecia, abdominal pain upper, abdominal pain and sepsis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, device dislocation, device expulsion, fatigue, gastrointestinal injury, genital haemorrhage, pelvic pain, sepsis, urinary tract disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff was admitted for an endometrial ablation and tubal ligation. During the procedure, it was demonstrated that the left-side essure device had also migrated and perforated the small intestine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('left-side essure device had perforated the small intestine/small bowel'), device dislocation ('right-side essure device had migrated/ left-side essure device had also migrated') and genital haemorrhage ('abnormally heavy bleeding') in a 43-year-old female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included palpitations, sinus tachycardia, oedema and diabetes. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included obesity and hypertension. Concomitant products included fluticasone, phentermine and topiramate. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), pelvic pain ("severe pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and sepsis ("sepsis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and procedure to remove a portion of small intestine). Essure treatment was not changed. At the time of the report, the gastrointestinal injury and fatigue had not resolved and the device dislocation, genital haemorrhage, device expulsion, pelvic pain, bladder disorder, urinary tract disorder, weight increased, alopecia, abdominal pain upper, abdominal pain and sepsis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, device dislocation, device expulsion, fatigue, gastrointestinal injury, genital haemorrhage, pelvic pain, sepsis, urinary tract disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff was admitted for an endometrial ablation and tubal ligation. During the procedure, it was demonstrated that the left-side essure device had also migrated and perforated the small intestine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: information received via email: event "sepsis" was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("left-side essure device had perforated the small intestine/small bowel"), device dislocation ("right-side essure device had migrated/ left-side essure device had also migrated") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations, sinus tachycardia and oedema. Concurrent conditions included obesity. Concomitant products included fluticasone, phentermine and topiramate. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, 2 months 23 days after insertion of essure, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), pain ("severe pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (procedure to remove a portion of small intestine) and surgery (endometrial ablation). At the time of the report, the gastrointestinal injury, device dislocation, genital haemorrhage, device expulsion, pain, bladder disorder, urinary tract disorder, fatigue, weight increased, alopecia, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, device dislocation, device expulsion, fatigue, gastrointestinal injury, genital haemorrhage, pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff was admitted for an endometrial ablation and tubal ligation. During the procedure, it was demonstrated that the left-side essure device had also migrated and perforated the small intestine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal perforation ("left-side essure device had perforated the small intestine"), device dislocation ("right-side essure device had migrated/ left-side essure device had also migrated") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, 2 months 23 days after insertion of essure, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pain ("severe pain"). The patient was treated with surgery (procedure to remove a portion of small intestine) and surgery (endometrial ablation). At the time of the report, the small intestinal perforation, device dislocation, genital haemorrhage and pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pain and small intestinal perforation to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff was admitted for an endometrial ablation and tubal ligation. During the procedure, it was demonstrated that the left-side essure device had also migrated and perforated the small intestine. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('left-side essure device had perforated the small intestine/small bowel'), device dislocation ('right-side essure device had migrated/ left-side essure device had also migrated') and genital haemorrhage ('abnormally heavy bleeding') in a 43-year-old female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included palpitations, sinus tachycardia, oedema and diabetes. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included obesity and hypertension. Concomitant products included fluticasone, phentermine and topiramate. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), pelvic pain ("severe pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and procedure to remove a portion of small intestine). Essure treatment was not changed. At the time of the report, the gastrointestinal injury and fatigue had not resolved and the device dislocation, genital haemorrhage, device expulsion, pelvic pain, bladder disorder, urinary tract disorder, weight increased, alopecia, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, device dislocation, device expulsion, fatigue, gastrointestinal injury, genital haemorrhage, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff was admitted for an endometrial ablation and tubal ligation. During the procedure, it was demonstrated that the left-side essure device had also migrated and perforated the small intestine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Outcome of the event fatigue and left-side essure device had perforated the small intestine/small bowel were updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.